Event description:
It was reported that a patient underwent a surgical procedure and mesh was implanted into the patient. During a re-exploratory surgery, the surgeon found adhesions to the mesh and lack of integration into the fascia. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information was received that indicates this event does not meet serious injury reportability criteria. This event is therefore not reportable.